Event description:
The customer reported that the sys displayed an error message and locked up during the boot up process. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard drive was regenerated, the collimator was calibrated, two parts were replaced, and the x-ray tube was worked on. The sys was tested and found to be working as intended and put back into svc.